Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system would intermittently display generator error message. This message appears when the system detects an error in any of the registers associated with the generator. The system shuts down when this occurs. There is no report of pt injury or death.